Manufacturer narrative:
Section a2, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6b - explant date: not applicable, lens remains implanted, therefor not explanted. Section e1 - telephone number: (B)(6). Section h3 - other (81): the intraocular lens(iol) was not returned for evaluation because it remains implanted. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the surgeon found that the intraocular lens (iol) had a crack in the acrylic during implantation of the iol into the patient's eye. The unit was prepared with balanced saline solution (bss) as per instructions and no patient damage occurred. They did not notice any deviations during preparation and implantation. Bss solution with gentamycin additive was used to fill the injector. The capsule bag was filled with biovis 1.6%. The lens remains implanted and no further details were provided. This occurred with two individual lenses and a separate report will be submitted for the other lens.

Manufacturer narrative:
Additional information: section h3 - device evaluated by manufacturer? Yes. Device evaluation: product evaluation was performed on the photograph provided by the customer. Presented was a lens with damage on the edge of the optic body. The source and nature of the damage could not be determined from photographic evaluation. The complaint issue of "lens damaged" was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.